Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a warning message indicating the tachy mode has been changed with a magnet to tachy mode off. The clinician suspects that this had been done over a year ago, and the patient was likely unprotected during that time.